Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device having a sticky trigger with run-on was confirmed. Corrosion in the trigger assembly casued it to stick in the activated position. The device was repaired and returned to the customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.